Event description:
Philips received a complaint from customer biomed reporting the battery failed alarm activated on a v60 ventilator during a pre-use check. The device was not in use with a patient. A backup unit was unnecessary; there was no delay in therapy. There was no report of harm. Th customer reported the unit was connected to a power outlet when the alarm occurred. The unit continued operations when the alarm occurred. A manufacturer's product support engineer (pse) evaluated the device and reported error code battery failed was confirmed in the diagnostic event log. The pse determined the lithium-ion battery required replacement. The investigation is ongoing.

Manufacturer narrative:
H10: with customer approval, the manufacturer's product support engineer (pse) proactively replaced the battery. No other anomaly was observed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.